Manufacturer narrative:
(B)(4).

Event description:
It was reported that csf (cerebrospinal fluid) was accumulating around the pump and around the spinal entry site. The patient was taken back to surgery the same day and the catheter was replaced. Approximately 50 mls of csf were removed from the pump pocket. The pump contained compounded baclofen 500 mcg/ml.

Manufacturer narrative:
Catheter model #: 8780 lot# 0205443700 implanted: (B)(6) 2011 explanted: (B)(6) 2011.